Event description:
It was reported that the table on the 2600 system locked up at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy disk was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/17/2009.